Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip to be bent at the tips causing grips to not make contact with each other. Failure analysis concluded that the damage may be due to mishandling. Failure analysis investigation also found the following damages: the instrument's tube extension pad printing had been removed and measured approximately .041 x .061 at the proximal clevis interface. Failure analysis concluded that the pad printing removal may have been due to mishandling. In addition, the distal end of the instrument's main tube had a scratch mark with light material removal. The scratch was approximately .054 - .102 in length. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional observations of pad printing and the main tube scratch with missing material could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the monopolar curved scissors instrument did not match at the very tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.